Event description:
During evaluation of a returned spectrum infusion pump, the device had a white screen. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation experienced a white screen failure during testing. The cause was identified to be a processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.